Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer reported that some of his blood glucose readings were not being stored in the memory of the contour next meter. No adverse event alleged. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.